Event description:
During implant procedure, pt had a small coronary sinus dissection without hemodynamic compromise. This was resolved without specific intervention. All available info suggests this lead remains actively implanted and no other adverse pt effects were reported.